Manufacturer narrative:
Products still have not been returned. A device history record (DHR) was reviewed for this particular meter lot and no problems were found for this particular meter lot. Retain test were done for this particular test strip lot and test strips passed testing. For the initial report information was missing. Should be checked marked as life threatening and required intervention.

Event description:
The lay user / patient contacted lifescan (lfs) (B)(4) on (B)(6) 2012 alleging inaccurate erratic readings on the patient's one touch vita enhanced. A (B)(6) sent follow up questions and obtained the following information: on (B)(6) 2012 around 2:00-3:00am the patient had developed symptoms of anxiety, sweaty and shaky. The patient tested and obtained a result of 30 mg/dl and ate food/drink and did not seek any further medical attention. He waited an hour and then performed a new test between 2 and 3 am and the result was 67 mg/dl. The patient felt better an hour later. The night before he obtained a result of 250 mg/dl. Before going to bed he took his usual insulin after testing: insulatard flexpen and does not remember the amount he took and went to bed at 11:00pm. The day before symptoms, the patient's blood glucose was the following: 149 mg/dl at 7:30 am; 085 mg/dl at 12 am; 166 mg/dl at 7:30pm and 250 mg/dl at 11pm. The patient did not feel that any of the readings the day before were incorrect. The patient does not consider any readings "normal". According to the patient he monitors everything he eats. While troubleshooting, it was noted that the test strips were in good condition and not expired. The test strip vial was not cracked or broken. A quality control test was not done since the patient did not have any control solution. The patient also mentioned that on (B)(6) 2012 at 8:12am he obtained a 312 mg/dl and at 8:14am he obtained a 115 mg/dl. The readings were done less than 20 minutes from one another. The product was replaced and requested back. The back to back readings of 312 mg/dl and 115 mg/dl falls in the c zone of the consensus error grid. The complaint is being reported since the patient alleged that the he took an unspecified amount of insulin and several hours later developed symptoms suggestive of a serious injury and had to self treat with food/drink for a blood glucose of 30 mg/dl.

Manufacturer narrative:
(B)(4). Supplemental information: patient outcome attributed to adverse event was omitted in error on the 3500a

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510 (k) # is k082513.